Event description:
Healthcare professional reported a rupture. This record relates to the right side. The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. In the photo observed two devices without labeled one device appears to be intact and the other have an opening. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d4, h4, h6. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. This record relates to the left side. The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken sharp assessed as unidentified (tear) opening (shell thickness was within specification. Additional observations: crease fold observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a rupture. This record relates to the right side. The device has been explanted and replaced with a non allergan product.